Event description:
Related manufacturer report number: 2017865-2019-16126. It was reported that the patient presented for right ventricular lead revision procedure. During procedure, when checking the lead values, low impedance was noted on the atrial lead. The lead was also explanted and replaced on (B)(6) 2019. The patient was in stable condition before, during and post procedure.

Manufacturer narrative:
Analysis found that a complete lead was returned in two pieces. The connector portion measuring 7.0 cm and the distal portion 55.0 cm. The reported event of low pacing lead impedance was confirmed. Also, external insulation abrasion was found at 29.1 ¿ 29.3 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy. The cause of the reported event was isolated to the external insulation abrasion.